Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
(B)(6) clinical study. It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient expired. In (B)(6) 2013, clinical status assessment indicated that the subject's qualifying condition was myocardial infarction and the subject was referred for cardiac catheterization. The target lesion was located in the distal right coronary artery (rca) with 90% stenosis and was 12 mm long with a reference vessel diameter of 3.2 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 20 mm study stent. Following post-dilatation, there was 0% residual stenosis. The subject was discharged on dual antiplatelet therapy the following day. In (B)(6) 2016, the subject expired. It was unknown whether autopsy was performed or not. No other information is available at this point of time.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that per the adjudication committee and adjudication results received, there was a possibility of an occurrence of potential stent thrombosis event and the event was considered related to the study devices.